Event description:
On (B)(6)2009 the pt reported that she pulled her insulin cartridge from the infusion device and the plunger became stuck to the piston rod. An entire cartridge of insulin spilled into the infusion device. She stated that she cleaned the cartridge compartment, but it still shows signs of moisture after 24 hours. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.